Event description:
The reporter states that the customer obtained a 500 mg/dl and 179 mg/dl blood glucose comparison on the accu-chek advantage system. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.